Event description:
The customer alleged that when she removed the rejected cassette there was a liquid on the outside of the cassette. The customer touched the liquid and her fingers began to tingle. The customer ran the area under water. The customer was not wearing personal protective equipment (ppe). At this time, it is not known if the customer sought medical attention as three attempts to contact the customer were unsuccessful due to a blocked telephone number.

Manufacturer narrative:
H2o2 contact.